Manufacturer narrative:
510k: this report is for three (3) unknown screws: 6.5 mm and 7.3 mm cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the three (3) 6.5/7.3 cannulated screws were removed from a patient pelvis due to painful hardware. All screws came out intact and successfully. Patient outcome is unknown. This complaint involves three (3) unknown screws: 6.5 mm and 7.3 mm cannulated. This report is 1 of 1 for (B)(4).